Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a follow up visit, lead fracture and high, out of range, low voltage lead impedance issue was observed on the ra lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.